Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. At 12:00pm, the pump was programmed to deliver 1unit/1ml of insulin in 250ml at a rate of 105ml/hr instead of the intended 1.5ml/hr. Approximately 10 minutes later, the nurse noted the error and the infusion was stopped. The patient was discharged 3 days after the date of event, with no reported adverse sequelae. Though requested, no further information was available.